Manufacturer narrative:
This report is for one unknown multiloc humeral nail locking screw. Part and lot numbers are unavailable for reporting. Other number¿UDI: part number unavailable, UDI is unavailable. Implant date was an unknown date reportedly several months prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware was removed on (B)(6) 2016 due to prominence of the unknown multiloc humeral nail locking screw in the humerus, affected range of motion, and discomfort. The multiloc humeral nail locking screw and associated multiloc humeral nail hardware were initially implanted on an unknown date reportedly several months prior to the date of this report. Clinical evaluation determined that range of motion was affected by the screw prominence and patient was experiencing discomfort. X-rays taken before the surgery on an unknown date revealed that the patient had healed. The prominent screw was removed successfully and intact. The other screws and the nail remained implanted. There were no delays or difficulty during surgery. The patient's postsurgical outcome was successful. This report is for one unknown multiloc humeral nail locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.